Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operative a video assisted thorascopic right lower lobectomy, the patient had to return to theatre 6 hours after surgery to investigate 1 litre of blood loss in chest drain and management of bleeding. The pulmonary artery was found to have pulsatile bleeding through the center of vessel. The bleeding was reported to be a single spurt of blood coming through the center of the staple line. A clip was placed on the artery to control the bleeding. It was reported that the surgical time was extended by one hour. No further events have been reported and patient was reported to be doing well.